Event description:
Customer reported a past high blood glucose event, which required a visit to the emergency room and subsequent hospitalization sometime between (B)(6) 2025. A blood glucose level was not provided but the customer alleged large ketones. Further information regarding the customer outcome is lacking, as the customer did not provide answers to all the questions during the call. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.